Manufacturer narrative:
Eval: device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the caused of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
In 2009, ans received a report that the pt's ipg was revised four months prior to event date. Since the revision, the pt has developed cellulitis (bacterial infection) at the ipg site. The cellulitis comes and goes. The pt was treated with oral and topical antibiotics. The pt is presently doing fine. A culture was not taken. The system is implanted and will not be returned to ans for eval.